Event description:
It was reported that while using bd facslyric¿ erroneous results on patient samples was acquired due to carryover the following information was provided by the initial reporter: contamination carryover between two sample tubes. ¿ was it obvious that the results were erroneous/could not be trusted? Yes. ¿ is a confirmatory test always performed? Yes. ¿ were patient samples involved? No. ¿ were erroneous results reported to the clinician? No. ¿ were patients treated based on erroneous results? No.

Manufacturer narrative:
H6: investigation summary ¿ scope of issue: the scope of issue is only limited to facslyric 3l10c instrument, part # 659180, serial # (B)(6). ¿ problem statement: customer reported a complaint regarding carryover that occurred on (B)(6) 2023. Carryover poses the risk of producing erroneous results that might impact patient diagnosis and treatment. The instrument was repaired and found to be functioning as expected, and neither the customer nor any patients were harmed due to this issue. ¿ manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue for part # 659180. Date range from 10feb2022 to date 10feb2023. ¿ manufacturing device history record (DHR) review: DHR part # 659180, serial # (B)(6), file # (B)(4) was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ complaint history review: there are 9 complaints related to the issue of carryover (filtered using as reported code 1: ¿contamination ¿ carry over¿) for part # 659180; date range from 10feb2022 to date 10feb2023. ¿ returned sample analysis: a return sample was not requested for evaluation because the replaced part is not returnable and was discarded. ¿ service history review: review of related work order #: (B)(4). Install date: 22jan2019. Defective part number(s): 652784 - liberty peek tbg kit -no flow sensor opt work order notes: subject / reported: 659180 - facslyric 3l10c instrument - contamination carry over. Problem description: contamination between two sample tubes. Work performed: customer visit on (B)(6) 2023. We have performed a repair related to the fluidics system on your bd facslyric¿. This includes the following activities: decontamination, replacement of the sample line, checking the sb flyr mtlp sit flush, setting the number of sit flushes to 3 in assays, tracking ok. Final test: - verification of the proper functioning of the loader. - sensitivity / separation verified with rainbow 8-peaks. - pqc completed successfully. - abort count test completed successfully. - daily clean completed successfully. - laser safety check carried out. The instrument operates within system specifications and is ready for use without restriction. O cause: sample line. O solution: replacement of the sample line. O part(s) replaced: 652784 - liberty peek tbg kit -no flow sensor opt. ¿ labeling / packaging review: n/a. ¿ risk analysis: risk management file part # (B)(4), rev. 08/vers. Ab, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes / no. O hazard ID #: libivd-ra-100 3.1.7. O hazard: incorrect output for samples up to 1.5ml or less. O cause: sample carryover error - fluidic. O harmful effects: events appear in wrong tube (false positive result). O residual probability: 1. O residual severity: 3. O residual risk index: 3. ¿ potential causes: based on the investigation results, the potential cause was determined to be a sample line issue. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis, and servicemax, the potential cause was determined to be a sample line issue. In response to the customer reporting seeing carryover between two sample tubes, the fse (field service engineer) went onsite and confirmed the issue. The fse performed a series of troubleshooting and repair activities on the fluidics system including replacing the sample line, decontaminating the system, and checking and re-parameterizing the sit flush. After these repairs and checks, the instrument was tested and was confirmed to be operating per bd specifications and was returned to the customer for use without restrictions. Although the customer did report carryover on patient samples, they confirmed that the carryover did not cause erroneous results on patient samples. The customer runs confirmatory tests to check for any unusual results, which helped them identify the carryover issue before patient samples were impacted by erroneous results. Therefore, no results were reported to clinicians or used to diagnose or treat any patients. No one was harmed or injured due to this issue. Proper daily and monthly cleaning procedures to help with troubleshooting can also be found under ¿maintenance¿ in the user guide; bd facslyric¿ clinical system instructions for use, #23-11881-02 rev. 01/vers. A, page 165. The safety risk of this hazard has been identified to be within the acceptable level. ¿ conclusion: based on the investigation results, the complaint was confirmed and the potential cause of the customer seeing carryover between sample tubes was determined to be a sample line issue. The fse confirmed the issue and performed decontamination and replaced the sample line. After these repairs, the instrument was tested and found to be functioning as expected with no further carryover. No one was harmed or injured, and there were no erroneous results on patient samples. The safety risk of this hazard has been identified to be within the acceptable level. Based on the investigation results, a CAPA is not required because the issue was resolved and there was no impact to customer and patient health or safety.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The event described occurred on an ce-ivd instrument, but it is considered to be substantially similar to the legally u.s. Marketed ivd version of the instrument. The ivd instrument¿s 510k has been reported. Initial reporter address 1: route st antoine de ginestiere 2.

Event description:
It was reported that while using bd facslyric¿ erroneous results on patient samples was acquired due to carryover. The following information was provided by the initial reporter: contamination carryover between two sample tubes as it obvious that the results were erroneous/could not be trusted? Yes. Is a confirmatory test always performed? Yes. Were patient samples involved? No. Were erroneous results reported to the clinician? No. Were patients treated based on erroneous results? No.